Manufacturer narrative:
H10: one 72203854 suturefix ultra ahr s w/2 ub str 1 bl used in treatment, was not returned for evaluation. Without the reported product, a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. The information provided states: ¿it was reported that the suturefix anchor pulled out after it was placed in the tunnel¿. An exact root cause cannot be determined with confidence; however factors that could have contributed to the reported event include: improper use of device. Per instructions for use: ¿incomplete anchor insertion may result in poor anchor performance¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was performed, no other complaints of this failure was found. Further investigation is not warranted at this time.

Event description:
It was reported that the suturefix anchor pulled out after it was placed in the tunnel. A q fix was used intend to solve the problem within a delay of 5 minutes. No further procedure complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.